Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor: 02/2014 - reuse; electrode belt: 04/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient reported that the patient was treated. The lifevest delivered 11 inappropriate treatments at between 06:58:11 and 07:10:25 during atrial fibrillation with a rapid ventricular response. The rapid atrial fibrillation contributed to the false detection. The response buttons were used intermittently but not immediately prior to any of the treatments. The patient went to the hospital for further evaluation.